Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 . The device was inspected by a field service engineer, at the hospital, where, it was identified that the j8 ops connector was found disconnected. The cables have been re-seated. Device was retested and has been used in 2 procedures since with no reoccurence of the issue.

Event description:
It was alleged that, on (B)(6) 2026, during a right hemicolectomy, before the anastomosis, the versius visualisation bedside unit (vbsu) raised a medium priority alarm. The customer couldn't recover the alarm. A procedure cannot continue without a vbsu, therefore, the procedure was converted to manual laparoscopic approach. No harm was reported in relation to the event. At the time of this report no further information has been provided. Cmr surgical limited does not consider this report and content to be an admission that itsproduct is defective or that it has caused a death or serious injury.